Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was a completed as planned by using hand switch. The philips field service engineer (fse) went onsite and confirmed that the device was unable to perform exposure with wired footswitch. Upon visual inspection, fse identified that the footswitch was faulty. The button of footswitch did not bounce back and cable was damaged on the wire. The philips engineer replaced the footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was not possible due to a faulty wired footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.